Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer's reported complaint of instrument was floppy, seems like a wire or something broke. Visual inspection was conducted and there was no trouble found. There were no broken or damaged cables. Failure analysis found the instrument's grip tips to be broken. The grip tips were loose and not together. The distal pin that holds the tips together were broken off and missing. Failure analysis concluded that the broken pin may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pin found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci colectomy surgical procedure, the prograsp forceps was observed to be floppy. It seemed like a wire or something broke. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.